Event description:
It was reported that the patient had a revision surgery for the rod. Additional details about the event were not provided.

Manufacturer narrative:
The part number of the device was not provided, therefore, the manufacturer is unable to determine the specific correction/removal number.